Event description:
A (B)(6) old male patient's nurse contacted zoll for an unrelated issue. Upon service investigation, a reportable problem was discovered. The monitor was experiencing charge profile faults. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was displaying service code 102 - charge profile faults. A service code 102 is displayed at power-up if a problem was previously detected during the charging of the defibrillator energy capacitors. The cause of the service code 102 was a damaged resister r45 on the computer / analog board. A damaged r45 would prevent proper charging of the high voltage capacitors. The root cause of the damaged r45 cannot be positively identified but is likely random component failure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.